Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since they started wearing the aligners their gums started bleeding, their top right incisor and gum are swollen and red and bleeds. Their teeth feel loose and when they don't wear the aligner during the day it hurts for hours.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.